Manufacturer narrative:
Burke contacted user. User explained preconditions, morbid obesity and weakness in ankles. Incident, wheelchair did not malfunction. User was transferring from wheelchair to recliner. User stated he parked too close to recliner. User stepped out of wheelchair and weak ankle gave out: breaking the ankle. Additionally, user did fall on center column footrest when he fell. No injury from this. User asked the footrest mount be changed to outside mounted footrest which we have done. Wheelchair did not fail in any way. We officially were notified on nov,13 2020 of the incident. We attempted to submit our initial report on dec, 10 2020. The initial report was received by the FDA and errored off due to invalid codes being used. Several attempts later we realized the software was not updating even though it was completing and telling us it had updated. We contacted FDA esubmitter on january 7 2021 to notify them of our software issue and ask what we should do. We resolved the issue and had to reinstall the software. In our conversation with with the FDA esubmitter help desk, we were instructed to submit this as a 30 day report due to the software issues.

Event description:
User fell and broke ankle while transferring.